Event description:
The user inserted IV catheter into the patient¿s upper arm and she found that the blood leakage between hub and catheter. She said that same leakage problem is happening repeatedly among the same lot products.

Manufacturer narrative:
The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the samples showed a leak at the nose of the adapter on samples 1 and 2. The third sample passed the catheter leak test, however a dent was noted on the luer. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. From returned samples 1 & 2, split tubing was observed at the metal wedge flaring site, which caused leakage near the nose of adapter. For both samples, the tubing was also observed to be over-flared at metal wedge, with the split end. The assembly process was reviewed. At the line machine, the catheter tubing was flared onto the metal wedge, and then the catheter adapter was swaged onto the tubing-metal wedge subassembly. It was suspected that one of possible causes of the split tubing could be over-flared tubing, which caused the tubing to over-expand and split during assembly. Additionally, a surface defect that looked like scratch marks were also observed on the tubing surface. However, there was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. The tubing surface defect might be another possible cause of the split tubing, which could cause tubing to be weakened and split when flared onto the metal wedge during assembly. It was suspected the surface defects observed could be due to the winding process during the tubing extrusion process, where 2 piles of tubing wind to 1 drum causing "stickiness" of the adjacent tubing layers hence resulting in a tear during backwinding. Updates to the winding process were completed on drum changing it from 2 pile 1 drum to 1 pile 1 drum. The reported lot was produced before the action implementation. Returned sample 3 passed the catheter leak test, however a dent was observed on the adapter inner luer. The assembly process was reviewed, the dent was suspected to be caused by the gripper at the tipper station being misaligned. As corrective actions, complaint awareness training and communication to all insyte line production technicians will be completed to monitor the occurrence of the split tubing, adapter inner luer dent, and scratch mark on tubing surface defects.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked the user inserted IV catheter into the patient¿s upper arm and she found that the blood leakage between hub and catheter. She said that same leakage problem is happening repeatedly among the same lot products .

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.